Event description:
It was reported that (1) 355ld was used during a lap chole procedure. It was reported by the rep that the 5mm dilating tip trocar broke in two pieces (broke in half only one complete break) at the stability threads when being torqued on by the surgeon for insertion. The remaining piece of the cannula was pulled out without any adverse affects to the pt. This was a large pt which required extra force and torque to insert the trocar. There was no consequence to pt.